Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't charge. The patient shut the ins off themselves and had not charged the device in over a year as of (B)(6) 2017. No symptoms were reported. Additional information was received from a friend/family member of a patient on 2018-apr-09. The caller stated that the trial was helpful and took away almost all of the pain but the implant was never quite helpful for the pain since implant. Eventually it quit helping beginning in (B)(6) 2015 or (B)(6) 2016. The patient eventually could not handle the stimulation/vibration sensation so they stopped using it and have not charged it beginning in 2016. The patient complains of shocks that occur at random times without the patient moving beginning in 2016. The patient also began having problems at the ins area in the right check of their rear. It went away and came back later that night. The patient described it as a burning, on fire, like an allergic reaction on the skin. This occurred on (B)(4) 2018. The caller gave the patient benadryl which worked so now they have had them on benadryl since. The patient has an unrelated health condition which causes them to pass out a lot so it is possible that there were falls/traumas related to the issue. The patient has an appointment with their primary care physician (pc) tomorrow so they were sent a physician listings because the patient does not have a managing physician. No further complications were reported/are anticipated.